Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, attempts were made to jiggle and manipulate the clip but it eventually had to be pulled off the mucosa and the clip along with the catheter were then removed from the scope. The physician checked the site and noted that everything was fine. The procedure was completed successfully without the addition of another clip. There were no patient complications reported as a result of this event.